Event description:
During a laparoscopic supracervical hysterectomy procedure right out of the box, the jaws of the omni would not open. The jaws were put in the pt and they did not open. Used another like device. No injury to the pt.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.